Event description:
It was reported that pump displayed malfunction alarm with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if any further malfunction alarms occurred.